Event description:
It was reported that the patient's aveir system was found in backup mode. The device's firmware was downloaded, and its normal programmed parameters were restored. There were no patient consequences.

Event description:
New information received indicated that the ventricular device went into backup mode twice before being explanted, and that the loss of capture was due to high capture thresholds.